Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2017-01383. 1. Section h. Box 6. Results code 1.

Manufacturer narrative:
Results: the penumbra system 3d revascularization device (psr3d) had minor bends throughout its length and had multiple bends near the distal end. There was no visible stretching or yielding of the psr3d materials. Conclusions: evaluation of the returned device revealed no visible stretching or yielding of the psr3d materials. The reported stretching could not be confirmed. Further evaluation revealed the psr3d had multiple bends near the distal end and throughout its length. The bends observed near the distal end may have occurred due forceful manipulation during positioning within patient anatomy. These bends may have contributed to the resistance experienced during withdrawal. The proximal bends were likely incidental and may have occurred during packaging for return to penumbra. The penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max) mentioned in the complaint were not returned for evaluation. Penumbra psr3ds are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). It was noted that the patient had an extreme degree of tortuosity. During the procedure, the physician deployed a psr3d in the target vessel using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 68 reperfusion catheter (ace68). While attempting to pull the psr3d into the ace68 after capturing the clot, the physician experienced resistance and felt that the psr3d may be stretching. Therefore, the physician removed the psr3d, the ace68 and the neuron max all together. Upon removal, the physician inspected the psr3d and thought it may have stretched 5-10 cm below the stent on the wire. The procedure was successfully completed at this point as the clot was removed with the psr3d. There was no report of an adverse effect to the patient.